Event description:
Firefighter reported advantage system blood glucose result of 91 mg/dl, hospital system result of 40 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.